Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing much lower fill estimate than caller believed should be present. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper cartridge preparation, chose to load new cartridge with guidance from technical support, declined suggested test bolus, and planned to monitor pump and follow up if necessary, while original cartridge lot information remained unavailable.